Manufacturer narrative:
As reported, a hole was noted in the phasix st mesh prior to use. The sample evaluation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR to document the sample evaluation results. Evaluation of the physical sample finds for the reported condition of the phasix st mesh. Based on the investigation performed and sample evaluation conducted, the issue identified is found to be a manufacturing related condition. Awareness training was provided to the appropriate manufacturing personnel. To date, this is the only reported complaint for this manufacturing lot of 300 units. Review of manufacturing records shows product was manufactured to specification. Updated fields. Corrected field: d4 (UDI no.) Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2024, when the phasix st mesh was opened for a robotic inguinal hernia repair case a hole was noted in the mesh material. There was no damage noted to the packaging prior to opening. The mesh was not used in the case. There was no patient injury.

Manufacturer narrative:
As reported, a hole was noted in the phasix st mesh prior to use. The sample evaluation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2024, when the phasix st mesh was opened for a robotic inguinal hernia repair case a hole was noted in the mesh material. There was no damage noted to the packaging prior to opening. The mesh was not used in the case. There was no patient injury.